Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -11.0 diopter, and the lens tore. The lens was removed with no patient injury and the backup lens was implanted. The reporter stated the lens may have been torn during the loading process and was possibly due to a loading error.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by a staar representative, dated on (B)(6) 2016, tear of micl was observed upon insertion requiring intraoperative lens exchange. No reported incision enlargement or any other tissue damage. Another lens was implanted successfully. The same report stated that there was a possibility that lens was torn off due to user error during loading process. No reported postoperative sequelae. (B)(4).